Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead noise was observed. Pacing inhibition was also noted. Reprogramming was recommended. The patient was asymptomatic and monitoring will continue.

Event description:
New information was received stating that the patient received inappropriate therapy due to noise. A follow up appointment was scheduled. No further information is available at this time.